Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was a splinter on the resin tip of the force feedback fenestrated bipolar forceps. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with a nurse from the site and obtained the following additional information: the nurse was not present for the procedure. The damage was discovered during pre-operative preparations, but the timing of the damage is unknown. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback fenestrated bipolar forceps was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips cause a strand of fiber to sticker giving the splinter like illusion. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.